Event description:
Information received from annual device tracking report that device was removed due to "post-op infection." Follow-up letter will be sent to health care provider for further information on this event.